Event description:
Per the audiologist, the patient reported long standing infections and an extrusion of the stimulator/receiver following a blow to his head in 2007. Per the surgeon's report, the patient dyed his hair shortly after surgery which may have contributed to the problem. The patient's device was explanted in 2008, and a new device was reimplanted four months later.

Manufacturer narrative:
This is a final report, filed august 8, 2008.